Event description:
Provider allege 4 way valve not shifting. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes. Key failure: 4 way valve not shifting. Additional malfunctions: pilot valve contaminated-alarm & shutdown, sieve bed saturated, power switch no alarm.